Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: the customer complained that ventilator is showing "loss of external power" and the battery is also not charging.